Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of audio beep anomaly from the insulin pump. The customer's blood glucose reading was 202 mg/dl. The customer stated that there is a 3 tone beep every 10 minutes. The customer stated that the pump kept randomly beeping. The customer was assisted with the self-test. The customer stated that the test passed. The customer stated that the buttons were not pressed or accidentally pressed. The customer was advised to monitor the pump and call back if issue recurs. The customer declined to return the pump for analysis.